Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not fill the cartridge with more than 300 units of insulin no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. There was no impact to the customer's blood glucose (bg) level. Reportedly, the customer had loaded the cartridge with over 320u of insulin. The customer was instructed to not fill cartridges with more than 300 units of insulin. The customer declined to troubleshoot with tandem technical support.